Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. The device was monitored and had no loud noise anomaly noted. The device had no moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 262 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.